Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Towards the end of the procedure, it was noticed that the guidewire was feeling sticky and the physician had difficulties advancing and retracting the wire. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.